Event description:
Technician was in the procedure with the physician. She looked down at her finger and noticed it was wet underneath the glove. She took it off, stretched the finger and noticed a slit in the rubber. Glove size 6.